Event description:
The customer contacted stryker to report that their device was alarming and not functioning. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The device was received working properly. It was observed that the piston was not moving smoothly due to foreign debris (dried blood) on the piston. This was an end-of-life device that was beyond its service life and therefore could not repaired. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.